Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the severely tortuous and mildly calcified popliteal artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of same device. There were no patient complications nor injuries reported. The patient condition was good.